Manufacturer narrative:
The technician isolated the issue to the head hi/low cylinder. He replaced the cylinder to repair the stretcher.

Event description:
Information received indicates, the head hi/low function is drifting down under the patients weight.